Event description:
The customer reported that he didn't hear the pod "click" during activation and that the needle and cannula did not insert, however, he though maybe he was mistaken and wore the pod anyway. He woke up the next morning with blood glucose of 335 mg/dl because the cannula had not deployed.

Manufacturer narrative:
The device was discarded and will not be returned for eval. We are unable to confirm the reported failure of the needle mechanism to fire and deploy the cannula or to determine its root cause. Qualification records were reviewed and the product lot met all acceptance criteria. The omnipod user guide warns "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hrs after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result," and "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you ge results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider." The pdm also displays a reminder to check the infusion site and cannula after insertion.